Manufacturer narrative:
One device was returned for evaluation. The device was visually examined and a hole in the packaging was observed. The complaint is confirmed. A component in the package appears to have been forced through the packaging creating a hole. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The evaluation is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.